Event description:
The malem alarm is defective. It is not operating normally and getting very hot. I am unable to put it on my son for fear of burning him from the heat that the back of the device is generating. Not safe for a child. I did not have this problem with another brand I used (rodger clippo). The malem appears to be very unsafe and unreliable.